Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the patient was inserted an icy catheter (lot 71093) without issue in the right femoral vein for an ivtm treatment. According to the information, a few minutes after starting ivtm therapy the saline bag was observed empty and a catheter leak was suspected. The icy catheter was subsequently exchanged to complete the ivtm treatment. No known patient consequence was reported. No further information was provided.